Event description:
Patient reported ¿I have developed adverse symptoms with my breast implants and upon doing research online I thought I would check if these were a part of the recall". Later patient reported capsular contracture baker grade unknown. This record is for the right side. The device was explanted and unknown if it was replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.